Event description:
Upon opening and using during surgery, defective valvulotomes from manufacturer noted. Per reporter, she spoke with surgeon and he stated it was defective at the connection which appeared to be kinked allowing the saline to leak out the back of it versus out the tip.

Event description:
Upon opening and using during surgery, defective valvulotomes from manufacturer noted. Per reporter, she spoke with surgeon and he stated it was defective at the connection which appeared to be kinked allowing the saline to leak out the back of it versus out the tip.

Event description:
Upon opening and using during surgery, defective valvulotomes from manufacturer noted. Per reporter, she spoke with surgeon and he stated it was defective at the connection which appeared to be kinked allowing the saline to leak out the back of it versus out the tip.

Event description:
Upon opening and using during surgery, defective valvulotomes from manufacturer noted. Per reporter, she spoke with surgeon and he stated it was defective at the connection which appeared to be kinked allowing the saline to leak out the back of it versus out the tip.